Event description:
Customer reported via phone call that they were hospitalized. Customer states that their blood glucose reading was 1120 mg/dl. The insulin pump alarmed no delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.